Event description:
Plaintiff alleges sustaining serious, severe and permanent bodily injuries, pain and suffering related to her latex exposure. Further alleges sustaining anaphylaxis, asthma, rhinitis, respiratory problems, hives, contact dermatitis, swelling, extreme discomfort, depression and emotional distress. Plaintiff's husband alleges loss of consortium of his wife.